Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia), prolonged menstruation"), genital haemorrhage ("heavy bleeding"), haemorrhagic disorder ("bleeding disorder") and infection ("infection (other): serious infections causing hospitalizations") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" in (B)(6) 2010. The patient's concurrent conditions included yeast infection, haemorrhage nos, hematuria and aortic dissection. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2017, docusate sodium (colace), ibuprofen (motrin), oral contraceptive nos and oxycocet (percocet) from 2010 to 2012. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ pelvic pain"), urticaria ("allergic or hypersensitivity reaction (hives)"), blister ("allergic or hypersensitivity reaction (blisters)"), pruritus ("allergic or hypersensitivity reaction (itching)"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), dysgeusia ("gastrointestinal/digestive system condition (metallic taste in mouth)"), abdominal distension ("gastrointestinal/digestive system condition (bloating, distention)"), vomiting ("gastrointestinal/digestive system condition (vomiting)"), hyperhidrosis ("hormonal changes (excessive sweating)"), hot flush ("hormonal changes (hot flashes)"), night sweats ("hormonal changes (night sweats)"), loss of libido ("hormonal changes (loss of libido)"), breast pain ("hormonal changes (mastalgia)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), mood swings ("psychological/psychiatric problems (mood swings)"), anxiety ("psychological/psychiatric problems (anxiety)"), rash ("rashes or skin conditions (rash)"), erythema ("rashes or skin conditions (skin redness)"), vaginal discharge ("vaginal discharge"), myalgia ("connective tissue pain, severe muscle pain, muscle pain"), bone pain ("severe bone pain"), pain ("general body aches"), ovarian cyst ("ovarian cyst"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), hypovitaminosis ("vitamin deficiencies"), uterine leiomyoma ("fibroid"), insomnia ("insomnia"), menstrual disorder ("abnormal menstruation"), uterine pain ("pain, uterine") and arthralgia ("pain, hip pain, severe joint pain"). In (B)(6) 2010, the patient experienced infection (seriousness criterion hospitalization) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dizziness ("neurological conditions or problems- type: dizziness"), vertigo ("neurological conditions or problems- type: vertigo"), balance disorder ("neurological conditions or problems- type: imbalance"), feeling abnormal ("neurological conditions or problems- type: brain fog"), paraesthesia ("neurological conditions or problems- type: tingling") and photophobia ("neurological conditions or problems- type: photophobia"). In (B)(6) 2010, the patient experienced haemorrhagic disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced toothache ("painful teeth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival pain ("painful gums"), gingival disorder ("gum disease"), gingival recession ("gum recession"), gingival discolouration ("blackening of gums") and gingival erythema ("reddening of gums"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal): urinary tract infections") and cystitis ("infection (bladder/ urinary tract/ vaginal): chronic bladder infection"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal/digestive system condition: constipation") and diarrhoea ("gastrointestinal/digestive system condition: diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), hypoaesthesia ("numbness in legs"), abdominal pain upper ("stomach pain"), tooth disorder ("dental problems"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with naproxen sodium (aleve), paracetamol (tylenol), antibiotics, omeprazole, linaclotide (linzess), hydrocodone, analgesics and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, infection, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, urticaria, blister, pruritus, bladder disorder, urinary tract disorder, dysgeusia, abdominal distension, vomiting, hyperhidrosis, hot flush, night sweats, loss of libido, breast pain, migraine, headache, nausea, allergy to metals, mood swings, anxiety, rash, erythema, vaginal discharge, myalgia, bone pain, pain, ovarian cyst, adenomyosis, endometriosis, hypovitaminosis, uterine leiomyoma, insomnia, menstrual disorder, uterine pain, arthralgia, constipation, diarrhoea, toothache, dental caries, tooth loss, gingival pain, gingival disorder, gingival recession, gingival discolouration, gingival erythema, fatigue, dizziness, vertigo, balance disorder, feeling abnormal, paraesthesia, photophobia, urinary tract infection, cystitis and dyspareunia outcome was unknown and the genital haemorrhage, haemorrhagic disorder, vaginal infection, hypoaesthesia, abdominal pain upper, tooth disorder and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, blister, bone pain, breast pain, constipation, cystitis, dental caries, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, feeling abnormal, genital haemorrhage, gingival discolouration, gingival disorder, gingival erythema, gingival pain, gingival recession, haemorrhagic disorder, headache, hot flush, hyperhidrosis, hypoaesthesia, hypovitaminosis, infection, insomnia, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, night sweats, ovarian cyst, pain, paraesthesia, pelvic pain, photophobia, pruritus, rash, tooth disorder, tooth loss, toothache, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and vomiting to be related to essure. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: positive, abnormal . Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: case became incident. New reporter, patient demographic information, product indication updated, concomitant disease and medications, treatment medications, new events urticaria, blister, pruritus, bladder disorder, urinary tract disorder, dysgeusia, abdominal distension, vomiting, hyperhidrosis, hot flush, night sweats, loss of libido, breast pain, infection, migraine, allergy to metals, mood swings, anxiety, rash, erythema, vaginal discharge, myalgia, bone pain, pain, ovarian cyst, adenomyosis, endometriosis, hypovitaminosis, uterine leiomyoma, insomnia, menstrual disorder, uterine pain, arthralgia, constipation, diarrhea, painful teeth, dental caries, tooth loss, gingival pain, gingival disorder, gum recession, gingival discolouration, gingival erythema, fatigue, dizziness, vertigo, balance disorder, feeling abnormal, paraesthesia, photophobia, urinary tract infection, cystitis, dyspareunia and device monitoring procedure not performed added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.